Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had cracks in insulin pump and insulin pump sometimes stops working without prior alarms. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be return for analysis.

Manufacturer narrative:
The device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08750 inches. Device was monitored for 2 days. No blank display, unexpected power loss anomaly or power loss alarm noted. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No power error alarm, low battery, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No power error alarm, unexpected low battery, unexpected power loss alarm, unexpected replace battery alert or unexpected replace battery now alarm noted in the insulin pump trace download. Device had minor scratched display window, missing display window cover, scratched case, cracked case at battery tube side, cracked battery tube threads, stained serial number label, a faded end cap address label, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer.